Manufacturer narrative:
E.1 Initial Reporter Facility Name - (b)(6) MEDICAL CENTER.A review of the complaint history for SN (b)(6) was performed in Salesforce which did not locate similar complaint(s) with the same failure mode for this serial number.A review of the device history record for SN (b)(6) was performed from the date of manufacture, 13-MAY-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. PART ANALYSIS:The reported condition of Drawer 5 failed off bus was confirmed by Field Service Engineer (FSE) and subsequently confirmed in the designated compliant handling unit (DCHU) inspection process. According to Work Order (b)(4), the FSE reported that the drawer 5 failed to detect on the bus. The field service engineer (FSE) opened the back panel and found that there were no lights on the drawer. The FSE tested drawer board passed the test while the module board failed the test. Then the FSE replaced the module controller on the drawer to resolve the issue and tested the drawer without any failures. During DCHU Visual Inspection: PN 151903-01: The PCBA revealed evidence of fluid ingress. No missing components or other anomalies were observed. During DCHU testing: PN 151903-01: No testing was required due evidence of fluid ingress. The device was in use for treatment purposes as intended per 21 CFR 820.198(d).ROOT CAUSE: The root cause to the reported failure Drawer 5 failed off bus is attributed to evidence of fluid ingress of the part PN 151903-01 which caused a short circuit on the board, resulting in drawer 5 failure and loss of bus detection.

Event description:
It was reported that when using the BD Pyxis¿ MedStation¿ ES, the drawer not detected on bus.As per part investigation, it was determined that fluid ingress of the part PN 151903-01 which caused a short circuit on the board, resulting in drawer 5 failure and loss of bus detection. There were no adverse events or injuries reported based on this event.